Event description:
It was reported that the 9900 system had poor image quality with lines in the image then would not display the images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The fuse was reset and the settings were adjusted during the service call. The system was tested and found to be working as intended, and put back into service.